Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned to dexcom for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of intermittent out of range could not be confirmed.

Manufacturer narrative:
(B)(6). Other number - correction. Correction/additional information. Device evaluation was completed by animas on 08/05/2015. Investigation results were received by dexcom on 08/05/2015. The device was visually inspected and found no cosmetic flaw. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent out of range signal was not confirmed. A root cause could not be determined.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.